Manufacturer narrative:
(B)(4). S/w version 4.11 d, retainer ring = black. Customer returned pump for an alleged unexpected battery power loss, replace battery alert or replace battery now alarm, and low battery alert found on (B)(6) 2022. The pump passed the displacement test and self test. The pump failed the sleep current test, and active current test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected battery alerts, alarms, or anomalies were found in the pump history files or traces. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. An unexpected low battery alert was found on (B)(6) 2022 at 1:50 am, an unexpected replace battery alert (73) was found on (B)(6) 2022 02:40 am. Pump was cut open for visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. However, there is moisture damage isolated to the battery tube. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, corroded battery tube, and broken belt clip rails. Unexpected battery power loss, replace battery alert or replace battery now alarm, and low battery alert was confirmed isolated to electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. ` medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery issue. Customer stated that they received a low battery alert prior to the replace battery alert. Customer reported that this was the second occurrence of replace battery alert in less than 8 hours after a low battery warning. Troubleshooting was performed. No harm requiring medical intervention was reported. The device will be returned for analysis.